Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #2) used to treat the patient. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2) and bard/davol bard flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol bard flat mesh device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery with implant of an unspecified bard/davol "bard mesh (flat mesh), an unspecified "marlex" mesh (flat mesh) (device #1) and an unspecified bard/davol perfix plug (device #2) on (B)(6) 2004 and/or (B)(6) 2007. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the "marlex" mesh (device #1) and perfix plug (device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.